Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized with a high blood glucose reading of 574 mg/dl. The customer was not feeling well enough to troubleshoot, but stated that the insulin pump was working great. Advised the customer to call back as needed. Nothing further was reported.